Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flow sensors were replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a flow sensor eeprom error. There was no reported patient involvement.